Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion of the cuff and incontinence. The device had general wear and tear and would not work properly. The aus was explanted and replaced. There were no further patient complications.